Event description:
It was reported that an integrated apd set w/cassette leaked from an unspecified location. This was observed during use of the device for peritoneal dialysis (pd) therapy. The leak was further described as ¿everything was wet." There was no report of patient injury or medical intervention associated with this event, however the patient was prescribed antibiotics as a precaution. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.